Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited several vad stops with associated vad stop alarms and high power. Eleven high watt alarms have been logged since (B)(6) 2020. The patient had worsening heart failure and pump thrombus was suspected. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. Analysis of the available log files revealed power consumption and estimated flows below the normal operating range since (B)(6) 2020 and a subsequent rise in power consumption and estimated flows to levels above normal operating range. Review of the alarm log file revealed 6 low flow alarms were logged since (B)(6) 2020 and 11 high watt alarms were logged on (B)(6) 2020. A high watt fault was logged during vad disconnect alarm, likely due to an high watt alarm that has been active since (B)(6) 2020. The driveline was reconnected, a vad stopped alarm was logged in the alarm log file, indicating that the pump failed to restart after several attempts, which was followed by an additional vad stopped alarm. Analysis of the event file revealed a motor start event was logged on (B)(6) 2020 at 01:51:05. Review of the event log file revealed that the motor start occurred during a controller exchange. At 01:51:05, a vad stopped alarm was logged in the alarm log file indicating that the pump failed to restart after several attempts, which was followed by several additional vad stopped alarms. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering high watt alarms, further resulting in a vad stop. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.